Event description:
The customer reported that, during reprocessing, the image from the subject device was blurred. The device was evaluated again and the blurred image was not observed, and the customer requested the device be evaluated at olympus. The customer also reported the forceps channel port was worn out. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing did not confirm the allegation of a blurred image but consider it could be a sporadic issue. A review of the device history record found no deviations that could have caused or contributed to the blurred image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the following are the probable causes: the entire image was blurred due to damage to the charge-coupled device unit, the entire image was blurred due to a sliding error of movable length range that occurred in the zoom scope, blurring of the entire image occurred within the allowable range, or the entire image was blurred due to damage or deformation of the connector. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: operation manual, inspection of the endoscopic system. Operation manual, important information ¿ please read before use: warnings and cautions. Olympus will continue to monitor field performance for this device. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The report of wear at the forceps channel port was confirmed due to deterioration during reprocessing. In addition, the connecting tube, switch one, the switch box, the image guide protector, and the universal cord were dirty due to insufficient cleaning, and the air/water cylinder, suction cylinder, electrical connector, and scope connector were corroded due to chemical stress during reprocessing. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.